Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: date: 4/18/2023 pt ID: so procedure: mastopexy, bilateral other complication: suture: pds other relevant pt history (htn, diabetes, smoker, previous mrsa or staph inf.): htn and allergies (daily allergy medications, monthly allergy injections) age: 37 gender: f weight: 140 height (in): 68 pre-op cleansing procedure: shower with hibiclens preexisting inf. Signs/symp: no surgical approach: open tissue in which suture was used: breast skin pre-op tissue condition: normal suture deficiency noted by surgeon during procedure(s): no peri-operative abx: yes, 30" prior to incision, po x 5 days postop onset date/time inf.: 5/8/2023 drainage type/amount: scant serous inf. Signs/symp: right breast vertical incision cultures performed? (Add details, if yes- need lab record): n other details: 5/1- (2 wks) steristrip laced r vertical incision. 5/8- r breakdown vertical incision 5/15-no change topical wound care only: clean tid soap and water, bactroban and redress po antibiotics: cipro 7 days, linezolid 7 days, cipro 7 days return to or (y or n): n current status: 6/5- infection resolved.

Event description:
It was reported that a patient underwent a breast procedure on (B)(6)2023 and suture was used. The patient developed signs of infection. Additional information was requested.